Event description:
The reporter called lfs on pt's behalf alleging that their one touch basic original meter would not power on. The pt neither alleged harm nor experienced injury. The pt decided to visit their physician's office for a blood glucose test. A reading of 150 mg/dl was obtained on the physician's meter. The pt was described as feeling really down during the time of concern. No treatment was administered by the physician. The customer serviced representative confirmed that the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced due to an unresolved power issue.